Manufacturer narrative:
The smiths medical cadd-solis vip pump was returned in good physical condition. There was evidence in the event log of frequent air-in-line detected alarms. The customer's stated problem was verified. It was found that a faulty microprocessor board was the root cause of the air-in-line alarms. The microprocessor board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had constant air in line messages. There were no reported adverse events.